Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported black particulate was observed in the tubing of a vented micro-volume inlet. This was observed during visual inspection. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h7, h9, h11. H11: the device was received for evaluation. Visual inspection was performed, and black speck particles of foreign matter were identified on the white female inlet connector. The reported condition was verified. The cause of the condition could not be determined; however, the cause was most likely inherent to inherent to the manufacturing or packaging process. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.